Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the patient's right ventricular lead exhibited noise oversensing causing pacing inhibition. The patient presented to clinic for surgical intervention. During replacement procedure, the patient's blood pressure dropped upon the removal of a medtronic atrial lead and open chest interventions was required. After the patient stabilized, the right ventricular lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
Additional information received noted that the drop in blood pressure happened blood pressure dropped upon the removal of a medtronic atrial lead and prior to the removal of the right ventricular lead. There were no allegation from the physician that the drop in blood pressure was related to surgical removal of the right ventricular lead.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a lead was returned in one piece. Electrical testing, visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.